Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported stopping a procedure after seven same energy messages. A gas exchange was performed which was not immediately successful. After several attempts, a successful energy check was performed and remaining calibration tests were executed. A few test treatments were executed on a pmma disk. The patient's treatment was completed. A small calculation was made to figure out the remaining number of laser shots that needed to be done to complete the laser treatment. Post-operative results are not available yet.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer recalibrated the system and performed a gas exchange to fix the issue. The root cause for the reported event cannot be determined conclusively. Most possible the gas change was not performed within the required range to ensure energy is stable. For this reason an energy error message can occur. The device was working as intended and interrupted the treatment by an automatic safety system. The manufacturer internal reference number is: (B)(4).